Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: although the evaluation of the returned device, heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not confirm depositions consistent with a low flow condition, review of the explant photo that was submitted by the account confirmed a tissue-like thrombus that was seated in the lumen of the inflow cannula. The submitted explant photo showed a red, tissue-like thrombus in the lumen of the inflow cannula. This thrombus appeared to be loosely seated and the tissue¿s original position prior to the photograph being taken could not be determined. However, the thrombus could have contributed to the low flows that were confirmed in the system controller and lvad log files. The source of the thrombus could not be determined. (B)(6) appeared to have been cleaned prior to return. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed during the evaluation of the device. A direct correlation between the heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the patient implant history showed that (B)(6) was implanted as a right ventricular assist device (rvad). (B)(6) was returned assembled with the pump cable severed approximately 18.5 inches from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 1 inch of the sealed outflow graft was returned detached from the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned properly attached over the sealed outflow graft hardware. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no depositions or thrombus formations. A review of the submitted controller event log file contained data from (B)(6) 2021 at 17:54:32 through (B)(6) 2021 at 01:14:17, per the timestamps. From 17:54:32 through 21:20:25 on (B)(6) 2021, the average flow ranged from 4.1-4.5 lpm. At 23:07:05 on (B)(6) 2021, the flow began to drastically decrease. By 23:07:15 on (B)(6) 2021 the flow had decreased to 0.7 lpm. The flow remained between 0 lpm and 1.2 lpm for the duration of the file. This triggered persistent low flow fault flags, that were triggered due to the estimated flow being below the low flow threshold of 2.5 lpm, to as low as 0 lpm. Of these faults, many lasted over 10 seconds and low flow alarms were triggered. Although the low flow condition could not be correlated to the returned device, it was reported that pump thrombus was suspected and the low flows resolved after the pump was exchanged. No thrombus formations were observed in the returned pump. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The log file also contained scia and scib events, which indicate that the lvad had detected a problem with the communication on com a line and com b line, respectively. These events appeared to be related to the explant procedure. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The current heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. The reported information indicates that hm3 lvas, serial number (B)(6) was used as a right ventricular assist device (rvad). Abbott labeling lists the hm3 for approved use as an lvad. It is not approved for rvad use, which is considered off-label use. Section 1 of the IFU lists device thrombus as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Section 4 of the IFU entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a sudden drop in flow resulting in low flow alarms. Pump thrombosis was suspected after removal of extracorporeal membrane oxygenation (ECMO) from the inferior vena cava cannula. Heartmate right ventricular assist device (rvad) was exchanged and the low flows resolved. The patient was stable and an inferior vena cava filter was introduced into the femoral to prevent future thrombus.